Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during withdrawal, it was observed that the shaft broke inside the guide catheter. The balloon catheter and guide catheter were completely removed together. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a emerge balloon catheter with no other devices. The shaft was examined. The mid-shaft was stretched, necked-down and separated. The separated end was jagged indicating the separation was due to tensile overload. The distal end of the device including the distal shaft, balloon, tip and markerbands were not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the right coronary artery. A 3.00mm x 12mm emerge¿ balloon catheter was advanced for dilatation. However, during withdrawal, it was observed that the shaft broke inside the guide catheter. The balloon catheter and guide catheter were completely removed together. No patient complications were reported and the patient's status was fine.